Event description:
Reports 5 false positive flu b results when compared to pcr. Unknown if patients were symptomatic. No apparent adverse event. Report 4 of 5.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone.